Event description:
Boston scientific corporation was informed that while using a hydrothermablator control unit, during an hta procedure, fluid leaked. Approx 7 minutes into the procedure, the fluid loss alarm sounded (rate of loss is unknown). It is unknown if a tenaculum stabilizer and a speculum were in use during the procedure a second degree burn in the upper portion of the vagina next to the cervix, size unknown, was observed by the physician,. Physician stated, "patient wouldn't even feel it given the location"; burn was left untreated. Same event as MFR report # 3005099803-2009-00382.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.